Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip would not initially detach from the catheter to deploy. The nurse attempted to open and close the handle and adjust the scope angle. The clip eventually released from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: the resolution 360 clip was not returned for analysis; therefore, product analysis could not be carried out. The most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.